Event description:
It was reported by the customer that the pyxis medstation 4000 system screen unexpectedly stopped responding preventing nurses from accessing medications in the intensive care unit. The customer stated that when users tried to do transaction, the screen unexpectedly stopped responding again other than rebooting the device. The customer did not disclose the nature of the affected procedure and name of the required medications. The customer stated that the provider had to walk to different unit to obtain the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-sep-2022 to 23- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen unexpectedly stopped responding due to the application database issue. A technical support specialist had done database clean and performed a brain transplant to resolve the issue. The system functioned as intended after troubleshooted by the technical support specialist.

Event description:
It was reported by the customer that the pyxis medstation 4000 system screen unexpectedly stopped responding preventing nurses from accessing medications in the intensive care unit. The customer stated that when users tried to do transaction, the screen unexpectedly stopped responding again other than rebooting the device. The customer did not disclose the nature of the affected procedure and name of the required medications. The customer stated that the provider had to walk to different unit to obtain the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen unexpectedly stopped responding due to the application database issue. A technical support specialist had done database clean and performed a brain transplant to resolve. The system functioned as intended.